Manufacturer narrative:
Device evaluation: x-ray demonstrated wireform intact. Vegetation or growth was observed at the inflow and outflow aspect, with the majority on leaflet 1 at the outflow aspect. No other inconsistencies were observed on the valve. During the examination of the valve as received, thin (less than 1 mm in thickness) patches of fibrin-like thrombotic deposition were observed on outflow surface of leaflet 1 (l1) cusp extending to the free edge of the leaflet. Similar thrombotic material was noted on the outflow surface of leaflets near commissural areas and on the inflow surface of all three leaflets near the middle of the cusps. No other appreciable inconsistencies were observed. Since no echocardiogram was provided, the reported paravalvular leak could not be confirmed at this time. Thrombosis developed on the leaflets of this type of bioprosthetic valve is extremely rare. Although the root cause for the minor thrombosis on this particular valve could not be determined with great certainty, it is possible that altered hemodynamics related to the extracorporeal membrane oxygenation (ECMO) used in this patient might have contributed to the development of the thrombotic material on the valve. ECMO has been linked to the early thrombosis of bioprosthetic valves.

Manufacturer narrative:
Device is not sold in united states but is similar to edwards carpentier-edwards® perimount® rsr pericardial bioprosthesis valve. (B)(4). The device was returned to edwards for evaluation. Evaluation of the device is pending. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the root cause of the event remains indeterminable. It is possible that the patient¿s pre-existing medical conditions and coagulation issues contributed to the thickness/coating noted on one of the valve¿s leaflets that may have contributed to the aortic insufficiency. A supplemental MDR will be submitted when new information is received. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 25mm aortic valve was explanted one day post procedure due to aortic insufficiency of unclear etiology. The patient had a history of lupus and coagulation issues. The patient presented to the hospital with an acute myocardial infarction with cardiac decompensation, coronary artery disease and aortic valve stenosis with calcification. The patient was also under therapy due to thrombus. The patient underwent aortic valve replacement and coronary artery bypass grafting. It was reported that the 25mm valve was implanted without issue. Echo revealed a small jet, possibly due to perivalvular leak. The heart was re-opened and the valve was checked but no leak was visible. The patient left the operating room under extracorporeal membrane oxygenation (ECMO). It was reported that the patient was in the intensive care unit (ICU) showing aortic insufficiency and paravalvular leak. The surgeon indicated that this aortic insufficiency was unclear due to the fact that the patient was on ECMO. The patient was taken to the operating room due to diffuse bleeding and the surgeon therefore decided to check the 25mm valve. There was no explanation for the lateral aortic insufficiency that was seen on echo. However, the surgeon placed two (2) additional sutures in the location of the insufficiency that was seen on echo. Repeat echo revealed a jet but with a slightly different configuration. At this point, the surgeon also recognized that one of the leaflets was found with a thickness/coating and therefore decided to explant the 25mm valve. A new 25mm pericardial valve was implanted. The patient was reported to be in critical condition.